Manufacturer narrative:
Additional information has been requested in regards to the evaluation and repair of the iabpi unit. When additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon loading into truck, the power supply was placed in pump and plugged into the truck. Upon arrival to osu main the truck was turned off to park. Once the truck was turned off the cardiosave intra-aortic balloon pump (iabp) went into alarm and died. There was a loud audible alarm, nothing on the display screen, and the iabp was not pumping. Crew verified that the battery in the pump was fully charged. Adjusted the cable that goes into the pump from the screen. The screen came on and gave a loading screen with no pumping information. The power supply was removed and the second full battery was placed back into the pump. The pump was fully powered down and turned back on. The pump came back on without issue and began pumping without issue. There was no patient decline during the issue.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.